Event description:
In 2008, the lay/user pt contacted lifescan (lfs) alleging that a onetouch ultramini meter was having a strip issue. The medical affairs specialist (mas) was able to contact the pt to obtain/verify additional info. The pt tests her blood glucose once a day and manages her diabetes with sliding-scale insulin that is taken based on meter readings. The pt takes 10-15 units of lantus in the evening and an unspecified dose of metformin and amaryl in the daytime. The pt noticed that the lfs meter was reading inaccurately higher and erratic than usual starting on the previous month. The pt claimed that her meter showed readings in the 200's mg/dl, so she took an extra 5 units of lantus based on the meter results and reportedly developed shaky and sweaty the next evening. When the mas asked if the pt tested her blood glucose during her allegedly hypo-state, she claimed that she does not remember. However, she remembers drinking orange juice and reportedly felt better about 15-20 mins after but does not recall retesting her blood glucose on the subject meter after she felt better. On three days prior to original date, the pt performed a back-to-back testing on her meter because she did not trust the readings and reportedly obtained the following blood glucose results " 260, 229 and 77 mg/dl", which was performed within 10 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of < =20% and/or <=20mg/dl for lfs precision testing criteria. Immediately after, the pt stated that she tested on her father's (unk brand) meter and obtained a result of "130 mg/dl", which was within the pt's normal blood glucose range. During troubleshooting, it was noted by the csr that the following were proper: unit of measurement was in mg/dl, sample was drawn from the fingertip, testing technique and cleansing of the puncture site was correct, test strips in good condition and code on the meter matches with the code on the test strip vial. The pt has the correct control solution; however, it was open past the discard date. This complaint is being reported because the pt claimed she obtained an allegedly inaccurate high reading on her meter, administered treatment based on the alleged reading and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.